Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (127 ohms). A red alert was received via latitude (remote monitoring system). A boston scientific clinical specialist was consulted and indicated that the pervious 12-month trend data shows the shock impedance measurements ranging from 65-105 ohms. Review of the presenting rhythm shows clean/artefact free electrocardiogram. It was recommended to bring the patient in clinic for further lead evaluation, and to reset the alert. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information and indicated that when the patient attended clinic in march, the shock impedances were only out of range on that one occasion. A recent check of the patient's latitude monitor shows that the measurements are stable at around 100 ohms. The patient will continue being monitored remotely, and the physician believes no further action is required at this time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (127 ohms). A red alert was received via latitude (remote monitoring system). A boston scientific clinical specialist was consulted and indicated that the pervious 12-month trend data shows the shock impedance measurements ranging from 65-105 ohms. Review of the presenting rhythm shows clean/artefact free electrocardiogram. It was recommended to bring the patient in clinic for further lead evaluation, and to reset the alert. This lead remains implanted and in service. No adverse patient effects were reported.